Event description:
It was reported that a user experienced intermittent signal loss between a dexcom g7 sensor and the ilet, with the ilet display showing three dashes, and readings subsequently resumed after a short period consistent with transient communication disruption; the user wears the dexcom 10-day sensor. Symptoms included none and blood glucose was not impacted. Outcomes included no injury and no medical intervention or hospitalization. Investigation included remote troubleshooting and education on expected temporary communication interruptions and the recommendation to wait approximately 15 minutes for reconnection. Investigation of this case revealed that the device communication link briefly failed and then recovered without further action, consistent with known intermittent connectivity behavior between the cgm transmitter and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was temporary loss of wireless communication.